Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 490 mg/dl. Customer stated that the up and down buttons were not responding. The insulin pump had unexpected restart alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, operating currents, off no power and unexpected restart error test. No unexpected restart alarm, no keypad unresponsive, no weak battery alarm and no low battery alert during testing. All buttons functioning properly no damage on the keypad assembly. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.